Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 415mg/dl, hi, and 110mg/dl. No high blood symptoms reported. No action was taken based on device results. No quality controls were used. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Requested return of suspect device and replacement was sent.